Event description:
It was reported that the customer's alarm history showed alarms for an unexpected re-start, signal to low, a-47 and a-46. The customer's blood glucose was unknown. The sensor features were turned off and then on, but the alarm occurred again. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.